Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid right coronary artery (rca). The lesion was pre-dilatated using an unspecified balloon dilatation catheter (bdc). After placement of a whisper guide wire in the rca, the 2.75x23mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy. A second whisper guide wire was placed in a small side branch in an attempt to use the anchor technique. However, the small side branch ruptured (perforation). A 2.8x19mm graftmaster was unable to cross the small side branch to treat the perforation; therefore, the perforation was sealed with angioplasty using an unspecified bdc. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A 2.5x18mm non-abbott stent was deployed to treat the target lesion in the rca. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The whisper guide wire mentioned, is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.